Event description:
It was reported the patient's device system was explanted due to infection. The device was then used to pace the patient externally via the internal jugular vein. The patient developed mrsa, became septic, and the family decided to withdraw care. The patient died in 2008. Additional information received from the physician reported it was discovered the "leads were positive for mrsa, which was the source of infection." The patient had become hypotensive with a systolic blood pressure of 55. After being treated with levophed, he became lethargic with confusion and respiratory distress. The cause of death was septic shock.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; medial segment returned and analyzed. Other: it was reported the patient's device system was explanted due to infection. The device was then used to pace the patient externally via the internal jugular vein. The patient developed mrsa, became septic, and the family decided to withdraw care. The patient died in 2008. Additional information received from the physician reported it was discovered the "leads were positive for mrsa, which was the source of infection." The patient had become hypotensive with a systolic blood pressure of 55. After being treated with levophed, he became lethargic with confusion and respiratory distress. The cause of death was septic shock. No conclusion can be drawn.